Event description:
With initial hands on care, noted the endotracheal duoderm to appear blackened; also, above duoderm skin was black and crusty and visible frank blood noted under duoderm. Notified doctor and doctor assessed patient.